Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician set the patient's implantable cardioverter defibrillator(ICD) to MRI mode prior to performing a MRI. Following the MRI, the patient's ICD exhibited a drop in longevity. It was recommended that the physician should wait for a period of time before a manual transmission, from the ICD, could be sent to be reviewed. On april 1, 2019 a session record was received and reviewed which showed a normal current for the longevity of the ICD. The patient was stable.